Event description:
It has been reported to philips that the system produced an error message of x-ray not available. The customer rebooted the system and the error reoccurred. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) visited the site and replaced the hard drives. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system produced an error message of x-ray not available. Review of the system log file showed that an image drive/write storage had errors. As a part of the troubleshooting process, fse re-created image drive (format image drives), loaded sw on geo ipc and performed diagnostic tests of image hard drives which were passed. Though, fse replaced the hard drives in the imaging computer due to the age and possibility of happening again. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.